Event description:
The customer contacted heratsine to report that their device did not deliver a shock during a patient event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device did not deliver a shock during a patient event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported. A clinical review will be completed to determine device contribution.

Manufacturer narrative:
A clinical review was completed and it could not be determined if the device performed specification. Heartsine evaluated the device and could not duplicate or verify the issue. No fault was found with the device. The device was retained by heartsine and the customer received a replacement device. The cause of the reported issue could not be determined.